Event description:
It was reported that the patient had a loss of therapeutic effect, gradually over time. The patient had not changed the program or amplitude at all in several years. The patient increased the amplitude and would see how the next few days went. The patient would contact their health care provider (hcp) if they needed to meet with the manufacturer representative. It was further reported that the patient did not see their hcp and did not discuss their event with a manufacturer representative. The patient still had problems with their system. It was later reported that the patient¿s first device failed. The patient had their system replaced on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v122742, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).